Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation during a programming visit, following a revision procedure. Electrocautery usage was confirmed during the previous revision procedure which may have damaged the evoke closed loop stimulator (cls). Reprogramming was attempted and unable to resolve the reported issue. The evoke scs system was turned off. A revision procedure was performed to replace the cls and resolve the issue. A revision procedure of the patient¿s evoke cap12 percutaneous lead kit - 60cm was previously completed and reported under manufacturer report number - 3016111136-2025-00084.